Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2003, 506852 lead: implanted: (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead experienced a fracture. The lead also showed an insulation breach prior to the lead yoke and the left ventricular (lv) lead showed an insulation breach 5-6 cm distal to the pin. The rv lead was capped and replaced. The lv lead had silicone repair and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.